Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The reportable events of ureteral perforation, ureteral obstruction, urinary retention, and surgical intervention. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, there was no abnormality noted in rectal examination after the anterior and posterior vaginal mesh procedure. However, during cystoscopy, urine outflow from the right ureteral orifice could not be confirmed. Outflow was confirmed on the left, but it slowed down due to suture pulling induction. Bilateral stent was then placed. The two right front areas and the second left puncture were reinserted. Cystoscopy was performed again and outflow on both sides was confirmed. The mesh was inserted and cystoscopy was again performed. The outflow was confirmed on the right but was not confirmed on the left. The two front left arms were excised, and urine outflow was then confirmed. Rectal examination showed an approximately 3cm tear on the left side of the rectum, 2cm above the anus regardless the puncture site. The rear left arm was then cut off as it reportedly interfered with suturing, and the tear was sutured. The procedure was completed without reinserting the arm. There was a complaint of left lower abdominal pain on the first day after the procedure. Upon CT scan, there was urine leakage from the left ureter. Ureteral stent was subsequently inserted. The abdominal pain reportedly has subsided.